Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 26-aug-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the healon pro was received within its original packaging confirming the reported lot number. Complaint sample consisted of an activated syringe with no expellable healon solution in it. A black thread was also received. Fourier transform infrared spectroscopy (ftir) micro spectroscopy analysis of the black thread was conducted, and the analysis of the acquired spectrum showed no match to any compounds/packaging material/component material known to be used at the manufacturing site. Based upon the visual & stereomicroscopic observations and the customer's narrative, the customer's observation and the device problem "foreign material loose" is confirmed. The identity of the material was not determined, and no probable cause for the source of the material find has been found. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction upon further review it was noticed that section d4: device catalog number was inadvertently reported incorrect. The correct values are as follows: section d4 device catalog number: 10311012 primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the healon was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small black thread was found in the healon product. The doctor removed the thread from the patient's eye during the implantation process. The patient was not permanently or temporarily impaired and did not seek further medical attention. Account indicated that the patient has fully recovered. No further information was provided.